Event description:
It was reported that an ilet pump did not display a charging percentage when placed on the charger, although the charger light was steady green; after instructing the user to change the wall outlet, the device displayed the charge percentage and indicated proper charging, and blood glucose was not affected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem associated with the battery, consistent with a premature battery discharge or charging indication issue. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.